Event description:
It was reported that an ilet user experienced hyperglycemia with a documented glucose up to 340 mg/dl after announcing a usual dinner size despite consuming a larger-than-usual carbohydrate meal, and the device issued high glucose alerts and subsequently corrected the glucose over several hours. Symptoms included hyperglycemia. Outcomes included transient high glucose that stabilized without medical intervention or hospitalization. Investigation included troubleshooting with the user regarding meal announcement practices and recent supply changes. Investigation of this case revealed that the event was attributable to an under-announced meal size leading to prolonged postprandial hyperglycemia, with the infusion set functioning and the device delivering corrective insulin as designed. It was concluded that the device performed as intended and that user meal announcement contributed to the event, with education provided on accurate meal size announcements.